Event description:
Additional information received reported that the patient had an electrolyte imbalance and that the pump was "o.k."

Event description:
It was reported the patient was having psychiatric issues which were believed to be related to an overinfusion. It was reported the patient "zoned out at times, almost seizure like where they just stared or constantly had a transient ischemic attack (tia)". It was reported approximately one month ago, the patient had a tissue plasminogen activator (tpa) for a suspected stroke. It was noted "nothing checked out neurologically". The patient's healthcare professional (hcp) was not sure if the patient was being overmedicated or if there was a possibility the pump was not delivering the medication. It was reported the patient thought she was being undermedicated. It was also reported the patient had severe anxiety which the hcp felt was related to the patient's symptoms. An MRI of the patient's brain was being performed to see if anything showed up that did not show in the cat scan. The device system was used to deliver fentanyl and dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: 8590-1, lot#: n287372, implanted: (B)(6) 2011, product type: accessory. (B)(4).